Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor wanted to apply staplers but it misfired and when he was able to get it working the staplers got bundled up in front.

Manufacturer narrative:
(B)(4). Additional information indicates the correct device catalog number is 528135. The correct catalog number for complaint 3003898360-2020-00095 is 528135 visistat 35r 6/box.

Event description:
It was reported that the doctor wanted to apply staplers but it misfired and when he was able to get it working the staplers got bundled up in front.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73g1800686 was manufactured on 07/23/2018 a total of (B)(4) pieces. Lot was released on 08/03/2018. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: (B)(4) staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73m1900185 the staplers were functionally inspected (fired) and issue reported "misfired and staplers got bundled up" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that the doctor wanted to apply staplers but it misfired and when he was able to get it working the staplers got bundled up in front.

Manufacturer narrative:
2016493-2020-00483-1 a lot number was not provided by the customer. A device history record (DHR) review was performed based on sales history. Four potential lot numbers were identified. The customer returned one unit 528135 visistat 35r 6/box for investigation. The sample was returned without its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was returned with its trigger partially engaged. The sample appears used as there is biological material present on the device. The stapler was returned with 17 staples left in the cover block indicating that at least 18 staples were fired by the end user. Upon functional inspection, the trigger cycle was completed but the next staple was unable to form properly. Another attempt was made and again the staple was unable to form properly. The sample was disassembled to inspect the internal components. It was found that the anvil was deformed. The deformity in the anvil prevented the staples from closing or forming properly. Since the anvil is a purchased part, this is a supplier related issue. A nonconformance has been opened to further investigate this issue. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." It was found that the anvil was deformed. Since the anvil is a purchased part, this is a supplier related issue. A nonconformance has been opened to further investigate this issue. The reported complaint of "misfired and staples got bundled up" was confirmed based upon the sample received. Upon functional inspection, the staples were unable to form properly. It was found that the anvil was deformed preventing the staples from closing or forming properly. Since the anvil is a purchased part, this is a supplier related issue. A nonconformance has been opened to further investigate this issue.

Event description:
It was reported that the doctor wanted to apply staplers but it misfired and when he was able to get it working the staplers got bundled up in front.